Event description:
Reporter noted corneal burn occurred during procedure. Surgeon used one suture to close, per usual practice. Pt doing very well; va 20/30 one day post-op. Noted there was a hole in the infusion sleeve.